Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. (B)(4). As this is a pre-2008 model which only contains a user accessible memory log, no information can be determined between the device passed 'out qat' on 31st january 2007 and upon receipt at heartsine. The device records 16 manual power ups between the (B)(6) 2010 and the (B)(6) 2017, the longest of which last 28 seconds in duration. No further log entries were recorded. As the device passed out qat on the 31st january 2007 and the first log entry was on the (B)(6) 2010, this would indicate that the user accessible memory was erased prior to the first log entry. As this is a pre-2008 model which only contains a user accessible memory log no information can be determined between these dates. The device was disassembled for further investigation. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.